Manufacturer narrative:
H3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Objective evidence was found during the plant investigation indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump rotor on a 2008t machine cut the tubing of the (non-fresenius) bloodlines during a patient¿s hemodialysis (hd) treatment. Additional information was provided by the biomed and a user facility registered nurse (rn). The rn stated that patient was approximately 90 minutes into treatment on the 2008t machine when it alarmed with an air detected message. Upon responding to the machine alarm there was blood visually observed coming from the blood pump. The rn stated that the bloodlines appeared to have been punctured. The patient did not experience a serious injury or require medical intervention. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 200 ml. Treatment was restarted and successfully completed on the same machine with new supplies. The machine was removed from service following treatment. The biomed stated the blood pump rotor was replaced with a spare already available at the facility to resolve the reported issue. The machine was returned to service without reoccurrence of the reported event. The complaint sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump rotor on a 2008t machine cut the tubing of the (non-fresenius) bloodlines during a patient¿s hemodialysis (hd) treatment. Additional information was provided by the biomed and a user facility registered nurse (rn). The rn stated that patient was approximately 90 minutes into treatment on the 2008t machine when it alarmed with an air detected message. Upon responding to the machine alarm there was blood visually observed coming from the blood pump. The rn stated that the bloodlines appeared to have been punctured. The patient did not experience a serious injury or require medical intervention. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 200 ml. Treatment was restarted and successfully completed on the same machine with new supplies. The machine was removed from service following treatment. The biomed stated the blood pump rotor was replaced with a spare already available at the facility to resolve the reported issue. The machine was returned to service without reoccurrence of the reported event. The complaint sample is available to be returned to the manufacturer for physical evaluation.